Manufacturer narrative:
Concomitant product(s): a 5076-45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were higher thresholds and noise. Polarity switch to unipolar occurred, with the patient noted to be asymptomatic. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.